Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Customer's blood glucose level was 460 mg/dl at the time of incident. Customer got really sick and had experienced nausea and vomiting. Customer treated high blood glucose with bolus from the insulin pump. Customer declined troubleshooting. Customer was not using auto mode. Customer had inserted the set into capillary and blood filled their set .customer had changed the set. The insulin pump will not be returned for analysis.